Event description:
On june 1, 2006 the healthcare professional/reportr contacted lifescan (lfs) alleging the one touch surestep flexx meter was giving inaccurately erratic readings. The medical affairs specialist (mas) contacted the reporter to obtain and verify information; however was unable to reach her by telephone. On june 14, 2006 the mase mailed a letter requesting the reporter contact medical affairs. In 2006 at 3:35 pm the healthcare professional obtained the blood glucose reading of 132 mg/dl for an in-patient on the reported meter, while she was waiting to have a catheterization procedure performed. At that time, the pt was experiencing the symptoms of being cold and clammy. The pt refused to have the procedure done, and she was returned to her hospital room. Upon returned to her room, the pt was experiencing the symptoms of an altered mental state, drooling and became unresponsive. At 3:48 pm, the pt's blood glucose level was retested to be 40 mg/dl. Fifteen minutes later, the pt's blood glucose level was tested to be 36 mg/dl using a second one touch surestepp flexx meter. A laboratory test was performed, and a blood glucose result of 30 mg/dl was obtained. The pt was treated with two ampules of d50 glucose. Ten minutes after the glucose was given, at 4:13 pm, the pt's blood glucose reading was 'hi mg/dl'. According to the owner's booklet for this meter, the meter will present 'hi mg/dl' when the blood glucose result is greater than 500 mg/dl. The pt was revived, and transferred to the ICU. It would have been helpful to determine if the quality control testing performed on the reporter meter was acceptable on the day of the event. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. While the pt was hypoglycemic, a blood glucose reading of 132 mg/dl was obtained on the reported meter, and she required treatment with glucose after she became unresponsive. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.